Event description:
It was reported the patient experienced st segment elevation and intramural hematoma. During a pulse field ablation (pfa) procedure a versacross connect rf wire was used. A non-boston scientific mapping catheter was used to map the right atrium, then a check was done with a non-boston scientific intracardiac echocardiography (ice) catheter was used to rule out right and left effusions. The transseptal puncture (tsp was performed mid-anterior. After the radiofrequency (rf) wire and sheath were past the septum the mapping catheter was inserted to pre-map voltage in the left atrium (la). After mapping, the farawave catheter was inserted to begin ablation. The four pulmonary veins were ablated with a couple extra ablations being performed in the left superior pulmonary vein (lspv) more distally due to a long vein sleeve. Ablations were also made on the posterior carina and the anterior septal area, which constituted off label use of the device. During the procedure the patient's activated clotting time (act) was around 291 to 299 seconds. The procedure was able to be completed, and the patient was discharged after the recovery period. Five days later the patient came back to the hospital for an emergent follow up, experiencing an st segment elevation. A blood clot was suspected, and transesophageal echocardiography (tee) was performed to try and view the clot. The patient was taken to the intensive care unit (ICU). The patient received surgery where it was found that a clot had not occurred, but rather an intramural hematoma located in the left atrium. No endothelial disruption was seen during the surgery. It was speculated that the hematoma may have occurred when wiring the right veins in the la, as the tip of the wire may have been up against tissue or the back wall of the heart. The patient fully recovered from the complications.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. When any further relevant information is obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.